Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited variable pace impedance measurements and elevated thresholds. In addition, the battery of this pacemaker was suspected to be depleting prematurely, as a longevity estimate showed approximately 11 months of battery remaining one month after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and was consistent with an internal circuit anomaly. This pacemaker was explanted and replaced. During the procedure, the rv lead exhibited non-capture at 5v through the pacing system analyzer (psa) and the helix would not retract. The rv lead was also explanted and replaced during this procedure. No additional adverse patient effects were reported. The pacemaker and rv lead were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited variable pace impedance measurements and elevated thresholds. In addition, he battery of this pacemaker was suspected to be depleting prematurely, as a longevity estimate showed approximately 11 months of battery remaining one month after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and and was consistent with an internal circuit anomaly. This pacemaker was explanted and replaced. During the procedure, the rv lead exhibited non-capture at 5v through the pacing system analyzer (psa) and the helix would not retract. The rv lead was also explanted and replaced during this procedure. No additional adverse patient effects were reported. The pacemaker and rv lead were returned for analysis.